Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the bowl of the single site curved cannula accessory was spinning. The cannula was defective. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Failure analysis investigation found the cannula accessory had a weld defect. The weld joint was cracked and as a result, the bowl could be rotated with respect to the cannula shaft. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the weld defect if to recur could cause or contribute to an adverse event.